Manufacturer narrative:
Investigation summary: an mz1000 (B)(6) product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20096105. As part of the investigation, the customer provided a video recording of the affected sample; analysis of the recording indicated leakage from the mz1000 (B)(6) sample during a flush through with a syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records from lot 20096105 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although leakage was observed from the connection of the maxzero and the syringe, a definitive root cause could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months. .

Event description:
It was reported that the maxzero needleless connector shell broke and leaked liquid during use. The following information was provided by the initial reporter, translated from chinese to english: "when mz1000 product was used, the shell broke and the liquid was leakage, which happened in the general surgery department, and the number of affected was 1."